Event description:
I have developed keratitis from wear of acuvue oasis lenses. I was using renu multiplus solution. Prior to developing the infection I had felt iritation and discomfort wearing the lens, especially the left lens. I changed the lenses and did not wear a left lens for 3 days. In addition I applied erythromycin ophthmalmic ointment, that I had from an earlier bout of mild conjunctivitis. After a few days using monovision, the left eye cleared up and I returned to wearing both lenses. While away on a retreat my left eye became red again and I returned to monovision use of the right lens only. Upon returning home my daughter remarked about my eye, to my horror my right eye was now twice as red as the left eye had been. I removed the lens and applied the ointment to both eyes. I had no pain, only mild photophobia and considerable redness. Upon waking my left eye was a horrifying red and being a sunday I took myself to the local emergency room. The ER dr diagnosed me with keratitis ans saw no evidence of corneal ulceration. She wanted to prescribe either a floquine-sp?- drop of the cipro family but I have had a serious reaction ot levaquin. I am also allergic to bactrim. I ended up with genatmicin. I am going to see an ophthalmologist tomorrow and will request a culture to determine pathogen source. It is remarkable that I have artificial nails and perhaps this could be a contributing factor.